Manufacturer narrative:
B.5. Medtronic received additional information that no error message was displayed. The patient experienced approximately 500ml of blood loss due to this issue. No transfusion was required. Update to ime code correction to fdm and fdr codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported blood in waste bag issue was not verified during service. Service technician could not duplicate the reported issue or any issues with the optics, besides it being a little dirty. The optics cables was reseated, and cleaned. The optics was calibrated to proper specification. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the unit was sending good blood to the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.